Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is turning on by itself. An sjm representative met with the patient for troubleshooting and resolved the issue. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2014. During intra-op testing the physician identified the patient's ipg was not functioning properly. As a result, the physician decided to explant and replace the patient's ipg. Effective therapy was restored post-op.